Event description:
It was reported that a tip of the rotawire detached and remained inside the patient. The 40mm in length target lesion was located in the severely calcified and 3.0mm in the septal branch artery. During a percutaneous coronary intervention (pci) with rotablation, a rotawire¿ and wireclip¿ torquer was selected to treat the target lesion. During ablation, the rotational speed was set at 200,00 rpm. It was noted that the spring tip of the rota wire was separated. The burr did not come in contact with the rota wire. As per the physician, the wire was deeply inserted the septal branch and it was easy to separate the wire in this kind of situation. The tip of the device remained in the septal branch and no intervention was done to remove the separated segment of the device. The procedure was completed with another of same device. No further patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).